Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused single-use supplies. The patient removed the supply bag and replaced it with a new one without replacing the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. This event occurred while the patient was connected. The patient stated that they removed a supply bag and replaced it with a new one. A technical service representative (tsr) explained proper procedure with removing bags mid-therapy. Tsr assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.